Event description:
A device was implanted on 1/25/95. The balloon was revised on 4/5/95. On 10/2/96, a perineal cuff enclosure was implanted. On 12/11/96 the balloon was revised. On 1/8/97 a tandem cuff was implanted due to recurring incontinence.